Event description:
The patient reported uncomfortable stimulator with the implant. The patient was seen by an advanced bionics representative or device evaluation. The problem was confirmed. Explant surgery has been recommended.